Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized due to constipation on (B)(6) 026. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized twice with a diagnosis of functional constipation. The initial hospitalization was (B)(6) 2026 through (B)(6) 2026. The second hospitalization was (B)(6) 2026 through (B)(6) 2026. The patient underwent medical disimpaction to resolve the constipation. The hospitalizations were not related to any (B)(6) device(s) or product(s) and/or their dialysis therapy. The patient had an x-ray (date unknown) which showed the pd catheter (not a (B)(6) product) was not positioned correctly. The patient underwent a pd catheter repositioning on (B)(6) 2026. The patient is continuing ccpd therapy. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).